Manufacturer narrative:
B3: unknown; no information has been provided to date. H3: one device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The event history log (ehl) review found multiple ¿high alarms of downstream occlusion." Visual inspection found a damaged(cracked) downstream occlusion (dso) seal. The primary cause was found to be a defective dso sensor. The dso sensor and seal will be replaced.

Event description:
The customer returned product for repair, during physical inspection it was found that the downstream occlusion (dso) seal was damaged(cracked). There was unknown patient involvement.